Event description:
It was reported that during the implant revision surgery for incontinence procedure fluid loss was observed with an ambicor penile prosthesis (app). The app was explanted and a new app was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced fluid loss with an ambicor penile prosthesis (app) during implant procedure. The app was not used and a new app was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.